Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed. Error message e197 was displayed on the screen caused by the defectiveness of the relay board. Error message e433 fault revealed a destroyed transformer as the cause. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the unit exhibited e197 and e433 errors. There were no reports of patient involvement.